Manufacturer narrative:
Stryker evaluated the customers device and found internal connections partially engaged as well as internal and external damage. The inductive resistor had a damaged lead, resulting in a short during the device's defibrillation charging cycle. The device was repaired, damaged items replaced and proper device operation was observed through functional and performance testing.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed an issue that could cause the defibrillation charge to be incomplete. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.